Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported to be constipation. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (2g; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient&#38112;recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was amended to sterile peritonitis. One week after the onset of the peritonitis the patient started hemodialysis, (twice a week). Two days later dianeal therapy was stopped due to catheter removal. Four days prior to receipt of this report, treatment with vancomycin was discontinued and the patient was discharged from the hospital. On the same day, the patient began treatment with meropenem (250 milligram, once a day intravenously, duration not reported) for the event of peritonitis. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.